Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was observed to freely pass through the fluid path. The data shows two brief occurrences of timeouts, however no drive stalls occurred, no alarms were generated and pulse widths returned to normal; insulin delivery was not affected. During the investigation the device was rerun and did not replicate timeouts. No damages or defects were found that would contribute to timeouts.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 23.4 mmol/l (421.2 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.